Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to difficult to position as there was loss of capture. After several attempts, the lead helix was unable to extend and retract which was found out to be due to tissue stuck in the helix. This lead was never in service and will not be returned for analysis as lead has infection. A new lead was then successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Revision to fields f10 impact codes (2) and h6 impact codes (2). This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to difficult to position as there was loss of capture. After several attempts, the lead helix was unable to extend and retract which was found out to be due to tissue stuck in the helix. This lead was never in service and will not be returned for analysis as lead has infection. A new lead was then successfully implanted. No additional adverse patient effects were reported.